Event description:
Caller reported blood glucose results of 430 mg/dl, 280 mg/dl and 169 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.